Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
It was reported by the customer that their insulin pump was alarming low battery and weak battery. Customer stated they do not recall any significant events that lead to the alarm and do not use the sensor feature on their insulin pump. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.